Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. There was no adverse impact to blood glucose. Reportedly, the customer used a backup insulin pump as alternate insulin therapy until replacement arrived.